Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, multiple supply changes were performed to address the occlusion and insulin therapy was resumed. Customer's blood glucose level was 449 mg/dl.